Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the patient experienced lightheadedness and dizziness days later. Boston scientific technical services (ts) confirmed no recent changes in medications or patient condition. Ts recommended performing a patient initiated interrogation (pii) if the patient persists with the symptoms. No adverse patient effects were reported. At this time, this device remains in service.